Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Height cm: unknown. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional: "7m po valve is blocked. Explanted."

Manufacturer narrative:
The valve was received submerged in an unidentified liquid in a plastic container. No significant deformation or damage of the valve were detected during the visual inspection. The permeability test has indicated that the valve has a blockage. An adjustment test is not applicable. This is a fixed pressure valve. The braking force and brake function test is not applicable. We performed a visual inspection of the paedigav valve. No deformation or damage of the valve were detected during the visual inspection. Next we tested the permeability of the valve. The valve was shown to have a blockage. Finally, we have dismantled the valve. Inside the valve we have found evidence of slight buildup of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of over-drainage. We have, however, determined the presence of occlusion in the valve. Even small amounts of non-visible blood or protein can lead to temporary blockage and could be responsible for the suspected malfunction in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of the hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspections. Associated medwatch reports: 3004721439-2019-00010 3003639970-2019-00011 (this report)